Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she accidentally programmed a 10 unit bolus. The paramedics were called to the customer's home and the customer was taken to the hospital. The customer's blood glucose levels had dropped from 174 to 100 mg/dl in 30 mins. The customer's son later called to troubleshoot the insulin pump. The displacement test was performed and the insulin pump passed the test. All the programming seemed correct as well. The customer's son and the customer did not feel comfortable using the insulin pump and asked to have it replaced.